Manufacturer narrative:
The investigation into the delivery issue has been completed. The impella rp was returned for investigation. The returned product was visually inspected. Evaluation of the returned product found no damage to the pump which would have contributed to a delivery issue. The root cause of the delivery issue was most likely patient condition due to diseased/small vessels. Impella rp instructions for use for the related event are as follows: rp flex with smart assist system with automated impella controller. Section: warnings & cautions: warnings ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported the physician encountered delivery issues during placement of the impella. Reportedly the physician attempted to unsuccessfully advance the impella rp three times using multiple wires, however the physician could not pass the tricuspid valve despite torquing the catheter. The impella rp placement was aborted. There was no patient harm reported.